Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a plum burette set generated a leak. The reporter stated "leakage at drug injection port". No further information is available for this complaint. There was no other physical damage reported on the device that caused the leakage. The event was noted during the infusion of an unknown solution. The set was replaced and therapy resumed without any problem. There was no patient harm reported.

Manufacturer narrative:
Received one (1) used 142730490 plum burette set. As received, the clave was observed to be partially broken from the upper lid of the burette. The female adapter of the clave remained bonded inside of the bonding pocket of the upper lid of the burette. The reported complaint of a leakage can be confirmed due to the broken clave. The probable cause of the broken clave port is due to an unintentional bending force during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9: date returned to mfg: 12/18/2023.